Manufacturer narrative:
This system was calibrated at 7:00 am. When the customer started case at 9:00 am, they noticed dark blood color. They immediately checked for oxygen (o2) flow and found it to be shut off. They turned it on and everything was fine after that. No effect to patient and case was completed successfully. The field service representative (fsr) checked and sent in data logs. The fsr found log proof that they did not turn it on. He also confirmed successful calibration had been performed at 7:00 am. The reported complaint was confirmed by data log analysis. Logs show that the device calibrated successfully and the flow was not changed from 0 l/min until after two minutes of the arterial pump running at 4 l/min. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) noticed the patient's blood was dark in color in the circuit. The device was not changed out, as the ccp noticed the electronic patient gas system (epgs) oxygen (02) gas flow was not on. The ccp reached down and increased the gas flow and everything was working correctly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: according to the perfusionist (ccp), when his staff perfusionist initiated cpb, the arterial blood was dark. Trouble-shooting identified that the epgs gas flow was set to 0.00 1/min. The staff ccp increased the gas flow and the arterial blood quickly became bright red. The ccp stated the patient was desaturated for about 60 seconds, as troubleshooting was being performed. There were no other issues with gas supply to the oxygenator for the remainder of the case. The staff ccp claims that he had set gas flow prior to the initiation of cpb, but the system logs demonstrate that gas flow was not initiated prior to cpb. There were no epgs calibration issues observed and no error codes in the logs. The ccp stated he considers this user error. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.